Event description:
It has been reported to philips that the unit will not boot back up, the ups is beeping and continues to shut itself down. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system unit will not boot back up/ups is beeping/continues to shut itself down. The clinical use of the system was unknown. The philips engineer sent a quotation to customer, and it has not been accepted by the customer. Since the quotation has been cancelled and no service has been provided from the philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.